Event description:
It is reported that the cup pusher tip broke off when the surgeon used it to impact the liner into the shell.

Manufacturer narrative:
Evaluation summary: it is probable that the fracture is a result of repeated impaction or torsional loading. Eval - as returned, the threaded portion has fractured off the device. Nicks and scratches are present on the shaft as well as the impaction site that have accumulated over the potential field age of approximately 17 years. Device history records indicate all components were manufactured and inspected to specification.